Event description:
The customer was hospitalized due to diabetes ketoacidosis. She was treated with insulin drip. The blood glucose reading at the time of the event was above 500 mg/dl. Prior to the incident, the customer stated that she experienced excessive thirst and vomited. When they attempted to put the pump on her, her blood glucose shot back up. On the following day, the customer stated that her blood glucose level was high. Troubleshooting was performed on the insulin pump and the device passed a manual prime test and the customer discovered the cannula was occluded. The current blood glucose reading is 247 mg/dl. The customer was advised to change the set, reservoir and insulin. No further information was provided.

Manufacturer narrative:
The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, and excessive no delivery test. The low reservoir alarm functions properly. The unit was received with a scratched display window, a cracked display window, and a cracked case at the display window corner (upper right corner), cracked battery tube threads, a scratched reservoir tube window and a broken reservoir tube lip.